Event description:
It was reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The intelligent shut down printed circuit board was replaced. The system was tested and found to be working as intended and put back into service.